Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2020. Reportedly, protrusion of the leads out of the pocket was observed on (B)(6) 2020. As a result, the physician attempted to put back the leads inside the pocket in a non-invasive manner with a new stitch. Protrusion of the leads out of the pocket was observed again on (B)(6) 2020. Therefore, a re-intervention was performed to put back the leads inside the pocket. The pacing system remained implanted.